Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a company representative that during a mandible procedure 2 of our hybrid screws (5020598) fractured at the tip (at point where screw reaches it full diameter). The company representative was unable to salvage the broken screws, as or director took them as evidence for their own report/investigation. The company representative suggested that he believes the surgeon inserted the screw at a degree that may have contributed to this event.